Manufacturer narrative:
(B)(4).

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the sensor was removed, the patient noted that the sensor wire remained in the skin. No symptoms were reported, but the patient went to urgent care around 2:00pm. The practitioner examined the insertion site, then removed the sensor wire, with a ¿needle dispenser¿. The patient stated the whole procedure took about 10 minutes, then the patient was discharged and went home. The patient was contacted to provide more information regarding this procedure but declined to provide any further details. No medication was provided. At the time of the report the patient was stable. There was no documentation of medical intervention however there was possible surgical removal of the sensor wire. No other details were documented. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B3 date of event - correction. H2 correction.

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).